Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the alleged product issue began on (B)(6) 2011 at 10:00am. The patient reported she manages her diabetes with insulin. The patient reported that she made no changes to her diabetes management due to the product issue. The patient reported that 60 minutes after the start of the product issue, she became "thirsty and sweaty". The patient alleged that no treatment was received as a result of the issue. The cca noted that during troubleshooting, the patient was educated on the meter auto-shutoff feature and that no misuse of the meter was noted. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.